Event description:
A patient reported experiencing inaccurate erratic results with a one touch profile meter. The patient's blood glucose results were 111 mg/dl, 114 mg/dl, 165 mg/dl. Tests were done within 10 minutes with a difference of 25%. Patient did not experience any adverse events. No further information has been reported. Note - customer not using check strips.